Event description:
It was reported by the customer that the pyxis medstation es system failed storage is exclusively displayed on the pyxis screen, and it is not visible in the bd health site viewer, nor is it available for recovery. The customer stated that the issue caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there is no display of a failed hardware icon. A technical support specialist, verified that the customer the knowledge article 000008492 to recover the storage space. The system functioned as intended after customer resolved the issue.